Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer 6 failed. A field service engineer replaced the magnet to resolve this issue. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 failed to stay closed. Customer stated that main drawer 6 failed to recover and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.